Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): inner insulation perforated (stylet/guidewire); full lead returned and analyzed.

Event description:
It was reported during the implant procedure that when the back loading tool was not used by the physician when he was back loading the lead, the "wire" came out the side wall of the lead. The lead was not used. No patient complications have been reported as a result of this event.